Event description:
It was reported patient had received 4.37mg of medication with a max dose of 6mg. When the patient requested another 2mg dose, the device would not deliver as there was only 1.63mg remaining for max dose. Customer is requesting an alarm alerting the nursing staff max dose is approaching. Continuous dose should continue while alarm is alerting and until max limit is reached. There was patient involvement however no information on patient impact. No further information is available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.